Event description:
On 3rd april 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, both implant was set successfully. Both were pulled out while tightening the suture. A second new ar-4501 was used but the same issue happened again. This was detected during meniscus repair surgery on (B)(6) 2025. The procedure completed successfully by using another new ar-4501. No patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.